Event description:
It was reported that a user of the ilet bionic pancreas experienced postprandial hyperglycemia, with blood glucose measured at 293 mg/dl after a normal-sized dinner and subsequently decreasing to 288 mg/dl and then 217 mg/dl during follow-up. Symptoms included elevated blood glucose. Outcomes included stabilization with downward glucose trend and no alarms or hospitalization. Investigation included troubleshooting and education conducted remotely. Investigation of this case revealed no device alarms and no device malfunction reported, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.